Manufacturer narrative:
The facility biomedical engineer reported the device was set up on a patient at the time of the reported event; however the patient mask had not been positioned when the issue occurred. The manufacturer's service technician confirmed the reported problem. The user interface board was replaced to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
Conclusion / root cause: this bipap focus tui board was tested and no failures were identified. (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the primary audible alarm was not working. There was no patient harm.